Manufacturer narrative:
Additional information captured into sections b5, h6 of this follow-up report which was not available in the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap damage.

Event description:
It was reported to medtronic minimed that the customer alleged pump main unit is cracked and the battery is visible, crack in the sides of the batteries on the back side of this correspondence and it was shocked. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was not performed. No harm requiring medical interventions were reported. The product mmt-1886 will not be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to confirm battery cap damage due to pump received without the original battery cap. The pump was received with a partially broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. Unable to confirm battery cap damage due to pump received without the original battery cap. Battery cap damage was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.